Manufacturer narrative:
Product complaint # (B)(4). Batch # t5af0r. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what was the surgical procedure being performed? Anterior resection of laparoscopic rectal. What anatomical structure was the device being fired on at time of event? Retto. How far did it staple? The first stapler stopped at half, the second didn't work. Did the device cut? In part the first, the second not. What was the reason of the conversion? Because it was no longer possible to proceed by laparoscopic as it was dealing with the low right it was not possible to perform a further resection with tri-staple machine. Was the device difficult to open? If so, how was it eventually opened? Yes, with unlock mechanism activated by the instrumentalist. How was the procedure completed? In open with mini laparotomy of access and completion of anastomosis. What is the current patient status? At the moment the patient has not developed complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the first device stopped half way, was the staple and cut line equal length? Did the second device lock out with no staples or cutting noted?

Event description:
It was reported that there was a intra-abdominal block of mechanical stapler with incomplete section of the suture line. There was a prolongation of the intervention, requiring laparotomic conversion of laparoscopic intervention.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: when the first device stopped half way, was the staple and cut line equal length? Yes, they had equal length. Did the second device lock out with no staples or cutting noted? Yes, the second device was closed but totally locked, so it has been unlocked and extract.